Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of gel stent blockage and irido-corneal touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced anterior chamber shallow with iridocorneal touch in the unknown eye against the xen®45 gts. Treatment is noted as cyclogel bid. Event noted as resolved with sequelae. Five days later, patient experienced implant blockage in the anterior chamber. Treatment is noted as tried to laser iris around xen to free tube, continue durezol q2h, start pilo 2% bid and start diamox 500 po bid and scheduled revision of tube. Event is resolved with sequelae. The device remains implanted.